Event description:
A call to technical services on 05/22/2013 states that when hooked up to a device during changeout, no bipolar sensing was noted but only in unipolar with 583 unipolar impedance and >2000 ohms in bipolar. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).